Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet system with a dexcom g7, with cgm values up to ¿high¿ and a fingerstick of 561 mg/dl, lasting about six hours despite a recent infusion site and supply change; no contributory factors were reported, and a delay to effective therapy occurred while waiting for glucose to decline. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no specific findings, with insufficient information regarding a device component and an unspecified medical device problem, and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.